Event description:
Philips received a report that during migration from a legacy radiology info system to philips xiris radiology info system, a report contained correct pt demographics correlating with images viewed, however, the report text belonged to another pt.

Manufacturer narrative:
Xiris is a radiology info system, a software product. We are able to evaluate the software at the customer site by remote access. There was no death or serious injury related to this event. Working with xiris technical team to investigate this occurrence. It was determined that the customer previously used a ris called rados, which included info since 2006. The xiris implementation at this facility included migrating thousands of diagnostic reports from 2006 to 2009 from rados to xiris. A radiologist viewing a prior diagnostic report identified incorrect text in the body of the report although the pt demographics matched the current images he was reviewing. On (B)(6) 2010, a ris consultant for philips healthcare who works with this account, reported that + / - 13,000 diagnostic reports migrated from rados were associated to the incorrect patients during migration to xiris. Containment action taken on (B)(4) 2010 includes currently making all diagnostic reports in xiris hidden, so that they are not accessible for viewing/review by the customer/users. Investigation is continuing regarding the cause of the migration error from rados to xiris.